Event description:
It was reported that the bone screw threads shredded during insertion. There was a 2¿3 minute delay, due to replacing the screw. Surgeon removed all pieces/fragments. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2 foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; h2; h3; h6. Visual examination of the returned product identified the screw hex shows nicks and gouges from use with red bio debris in hex hole. Outer head diameter, threads, and taper below head show nicks and scratches with witness marks from screw penetration in the shell. Three fractured fragments were returned broken off the screw threads and head. Outer head diameter has a lip formed and partial fracture. No other damage was noted. The screw length was measured and found to be within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.